Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The insulin pump was not returned for analysis.

Manufacturer narrative:
Findings: pump was received with unresponsive all the buttons due to keypad connector on lcd board unlocked. Unable to perform functional testings due to unresponsive buttons. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.